Manufacturer narrative:
The user experienced severe hypoglycemia requiring emergency medical treatment while on ilet therapy. Severe hypoglycemia can result in acute neurologic impairment requiring emergency intervention and is consistent with the reported treatment with glucagon, d50, insulin, and IV fluids. Information provided by the territory business manager indicated that the user administered 5¿10 units of external insulin for correction while remaining connected to the ilet, resulting in overlapping insulin delivery and subsequent hypoglycemia. Following treatment of the hypoglycemic event, the user experienced rebound hyperglycemia requiring additional insulin treatment. No device malfunction, incorrect dosing, or device-related performance issue was identified. Based on available information, the event was attributed to use-related factors involving administration of external insulin without disconnecting the ilet. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On (B)(6) 2026 it was reported that on (B)(6) 2026 the user experienced hypoglycemia with blood glucose (bg) levels reported as low as 54 mg/dl following administration of external insulin while remaining connected to the ilet. The user was treated in the emergency room with glucagon, d50, insulin, and IV fluids and discharged the same day. No long-term health effects were reported.